Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. (B)(4). A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to acute weakness, fatigue, and dizziness. The patient's inr upon admission was 3.1, with a goal inr of 2.5 - 3.0. An esophagogastroduodenoscopy was performed but was negative for findings. It was suspected the patient's symptoms were due to acute blood loss anemia related to an obscure gastrointestinal (gi) bleed. The patient was transfused with two units of packed red blood cells. On (B)(6) 2016 it was reported that the gi bleed had resolved. The patient was discharged and is doing well with a reduced inr goal.